Manufacturer narrative:
H11: corrected data: updated section h6 conclusion codes by adding conclusion code 50 and removed conclusion code 4315.

Manufacturer narrative:
Stenosis and restricted leaflet motion, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or restricted leaflet motion. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and restricted leaflet motion in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with 23mm 3000tfx aortic pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after nine (9) years, 11 months due to severe stenosis, restricted motion and trivial aortic insufficiency. The tavr was performed successfully with a 23mm 9750tfx transcatheter valve with no complication. There was excellent seating of the valve with patent coronary arteries. The patient was stable and was discharged on pod #1.